Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not successfully delivering insulin to the customer. Reportedly, the customer disconnected the infusion tubing from the site while administering a bolus via the pump and did not observe drops of insulin coming from the end of the tubing. This observation occurred with multiple cartridges and infusion sets. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue to tandem technical support. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.